Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital and during the admission a system controller exchange was performed due to the primary controller not communicating with the heartmate touch app. Once the system controller was switched, the new controller was able to communicate with the app. Log files were submitted for review and captured no unusual events.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller and heartmate touch was not confirmed. There were no photos or log files from the exchanged controller submitted for review. The system controller was not returned for analysis. The provided information stated that the controller was exchanged due to it not communicating with the heartmate touch app. The new controller was able to communicate without issues. The white power cable of the controller is responsible for transmission and receiving data; any damage to these wires can result in communication issues. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms on the system controller. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records could not be reviewed due to the serial number of the system controller being unavailable. No further information was provided. The manufacturer is closing the file on this event.